Event description:
A pt developed hypotension during a transfusion of 2 units of packed red cells through rcxl1kle's. Later in the or, two more units were transfused through rcxl1kle's, without incident. The two units of packed red cells which were not infused but involved in this reaction, were then transfused in another pt (probably hematology pt), through rcxl1kle's without incident.